Manufacturer narrative:
(B)(4).upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.

Event description:
Additional information was received that an invasive procedure was performed. A lead insulation breach was noted under the suture sleeve. The lead and device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low r-wave measurements and low out of range pacing impedance measurements less than 200 ohms. An x-ray was ordered and a revision procedure was planned for a date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.